Event description:
It was reported to philips that the device failed to deliver a shock to a patient experiencing a cardiac arrest. Following the initial failure, a second als unit arrived and another device was used to continue treatment on the patient. Additional information has been requested.

Event description:
It was reported to philips that a paramedic crew was treating a cardiac arrest patient. The monitor displayed a ventricular fibrillation rhythm but the device failed to deliver a shock. The crew troubleshooted and even changed to a new set of pads without success. Another paramedic crew arrived and attempted to shock with their defibrillator but also was unable to. This report addresses the first defibrillator (heartstart mrx, serial number (B)(6) --- pr (B)(4)) and the second defibrillator is addressed in pr (B)(4) (heartstart mrx, serial number (B)(6)). The first device (pr (B)(4)) will be considered a serious injury as there was a delay in life saving therapy. Both devices were reported to be in use on one patient however, no direct adverse event to the patient or user was reported. A philips clinician evaluated the patient event file. On (B)(6), 2021, at 10:28:01 a.m., the device was powered on into the manual mode. The device was in use with a CPR meter. Chest compressions were delivered for 36 minutes until the first shock attempt at 36:30 elapsed time (et). There were intermittent messages of ¿CPR pads off¿ and ¿CPR poor pads contact¿ that are consistent with suboptimal pads to patient contact. A total of 7 shocks were attempted and all the shocks were aborted due to out of range patient impedance. Monitoring of the patient rhythm ended at 1:03:01 et and the ECG rhythm was asystole. The heartstart mrx instructions for use (IFU - publication 453564307761, edition 2, page 174) describes how to troubleshoot when there is a ¿CPR poor pads contact¿ alert when pads are on the patient, but impedance is greater than 200 ohms or less than 25 ohms. The IFU advises the user to ¿press pads firmly to patient¿s bare chest.¿ page 70 advises that ¿impedance is the resistance found between the defibrillator¿s pads when applied to the patient¿s body that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, and lotions or powders on the skin.¿ a philips field service engineer evaluated the heartstart mrx defibrillator and was unable to duplicate the issue. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction.